Event description:
Healthcare professional reported left side rupture, "in peri-implant situation, scarce laminar liquid in greater volume on the left" "internal pain, body inflammation" and "granuloma." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma- late, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and granuloma.